Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy during atrial fibrillation (af). While technical services (ts) explained it is not clear whether or not treatment was appropriate, they noted the reasoning why it could be considered appropriate: although the atrium is in af, the ventricle stabilizes at vt-1 zone. In this zone, there are no programmed therapies, so the device inhibits therapy. Then the ventricular tachycardia (vt) accelerates and goes into the vt zone. This time, there is no further calculation of rhythm ID because the device is in redetection and the decision to treat is based on stability. Therefore, the device treats with atp what is considered to be an atrial arrhythmia with a ventricular arrhythmia in parallel. Programming recommendations (should the physician not want to treat the kind of observed rhythm) were discussed. The physician decided to increase the ventricular tachycardia (vt) zone to 200 beats per minute (bpm) and to remove monitoring zone. Additionally, the physician decided to change several secondary settings like post-ventricular atrial refractory period (pvarp) and blanking. Besides the possibly inappropriate therapy, no other adverse patient effects were reported. This device remains in service.